Manufacturer narrative:
The associated devices were not returned for evaluation. Due to limited relevant information in the medical records, a definitive root cause for the chronic recurrent infection and subsequent revisions cannot be determined. The patient¿s history of end-stage avn prior to the initial cocr implantation, followed by recurrent infections after the implant removal cannot be eliminated as contributing factors. The patient¿s current status remains unknown. No further medical assessment can be rendered. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this issue. A review of sterilization documentation found that all devices were sterilized according to quality processes. We have not had any previous complaints for the associated batches/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information is received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Concomitant medical product: (B)(4) is not related to this complaint.

Event description:
The patient presented with left hip arthroplasty infection. The patient underwent a left hip arthrotomy for removal of prosthesis and insertion of cement spacer.